Manufacturer narrative:
Device evaluation: visual inspection of the devices reveals that the item has a deformed tip. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. DHR review and related actions: per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. Device use and compatibility: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the screwdriver tip broke off when placing the screw. The tip was retrieved. Then, the plug driver became deformed during final tightening. A new screwdriver and plug driver were used to complete the surgery. There was no impact or delay to the patient. This is report two of two for this event.

Manufacturer narrative:
Reference report 3012447612-2021-00211. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the screwdriver tip broke off when placing the screw. The tip was retrieved. Then, the plug driver became deformed during final tightening. A new screwdriver and plug driver were used to complete the surgery. There was no impact or delay to the patient. This is report two of two for this event.